Manufacturer narrative:
Pending supplemental. No product was returned for evaluation. The device history record (DHR) review was completed, and this device passed all manufacturing release criteria for distribution. There were no issues identified that would have impacted this event. At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.

Event description:
On (B)(6) 2025, the user¿s wife reported that the user was in the hospital after being found unresponsive at home by his daughter. On (B)(6) 2025, emergency medical services were called, and the user was transported by ambulance to the hospital, where he was admitted. Admission blood glucose (bg) was reported as 42 mg/dl, and the user was diagnosed with a hypoglycemic event that led to coma. The user was discharged on (B)(6) 2025. Device data showed bg returned to range at 02:04 on (B)(6) 2025. The user has not yet reconnected to the ilet since discharge.